Manufacturer narrative:
This report is submitted on february 28, 2019. Registration number (B)(4).

Event description:
Per the surgeon, the patient developed skin granulation and an infection at the abutment site. Subsequently, the patient was administered topical antibiotics (date not reported) and the abutment was removed on (B)(6) 2018.